Event description:
It was reported that an asymptomatic patient presented to ER after receiving hv therapy. Upon investigation, the device was in bvvi mode and an output anomaly was noted. The device was explanted and replaced. Patient was well after the procedure.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory via review of the device image. Upon receipt, the device was found to be in backup vvi mode due to a power-on reset that occurred during delivery of high voltage therapy. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the power-on reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.